Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. Manufacture date ¿ unknown a review of the provided data and the visual examination of the components have indicated the presence of wear stripes on the femoral head and wear patches on both bearing surfaces; the rim of the cup also appears to have been roughened. These features likely indicate that edge loading or subluxation of the components occurred. Such mechanisms may arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04495 / 04496).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6)2007. Subsequently, the patient was revised due to armd on (B)(6) 2012. During the procedure, there was a herniation in the fascia, metallosis and black metal staining were noted. Reported from (B)(4) laboratory.